Manufacturer narrative:
The complaint was evaluated under 9615050-2024-00287-00 and subsequent follow up reports.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a plum 360¿ infuser pump where the customer stated that the device showed an uncontrolled shutdown. It was further stated that the event did not print on the log from mednet, they can only be seen on the pump itself. The battery was replaced on (B)(6) 2023. There was unknown patient involvement, unknown adverse event or human harm and unknown delay in therapy. The uncontrolled shutdown was noticed on the device event log when the customer looked into the device and that the note that came in with the device when it was sent to their biomed department was that the unit had battery issue-device needs battery replacement. The reporter stated that they do not know if there was patient involvement for the event on (B)(6) 2024. Harm was not reported as a consequence of this event.